Manufacturer narrative:
The cardiohelp was send to the getinge depot center for repair. Investigation is ongoing. A follow-up will be submitted, when additional information becomes available.

Event description:
The failure was detected with no patient involvement. It was reported that the flow probe (flow bubble sensor) is not working. No harm to any person has been reported. As any flow issue and bubble alarm is a high priority alarm, which leads to pump stop, if intervention is set by the user, a report is needed. Complaint ID: (B)(4).